Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown gmrs femoral component. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent a distal femoral gmrs replacement implant since I was able to view an x-ray with the implant in place. I can also confirm that the patient developed radiographic signs of loosening of the femoral stem within the canal since I was able to view an x-ray with that clinical situation present. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of femoral loosening approximately six months following surgery a multifactorial including surgical technique especially in the way the implant is positioned and initially stabilized, patient factors such as host bone, activity level, lifestyle and bmi. I would not assign any causality to the implant itself. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent a distal femoral gmrs replacement implant since I was able to view an x-ray with the implant in place. I can also confirm that the patient developed radiographic signs of loosening of the femoral stem within the canal since I was able to view an x-ray with that clinical situation present. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of femoral loosening approximately six months following surgery a multifactorial including surgical technique especially in the way the implant is positioned and initially stabilized, patient factors such as host bone, activity level, lifestyle and bmi. I would not assign any causality to the implant itself. No further investigation is possible at this time.

Event description:
The mps reported the following: I received a call from the doctor about 2 cases gmrs that issued in last 6 months the case post operation is good but after 6 months stem moves inside the femur.